Event description:
It was reported that the CT images were not showing up on the navigation screen once registration was complete. The physician tried re-exporting the planning file twice with the same result. The virtual screen shots for registration appeared without issue. The site replaced the locatable guide in troubleshooting, however, this did not resolve the issue. Therefore, the case had to be cancelled with the patient under general anesthesia. There was no harm or injury to the patient reported.

Manufacturer narrative:
A service call was performed at this site on (B)(6) 2010. During the service call visit, it was noticed that the usb drive that was used was not the one supplied with the system. The appropriate usb was tested with the system and the system functioned normally. At this time, there have been no further reports of this issue reported from the site. No further actions are needed at this time. The user manual states: "caution: to safely extract the removable disk (usb) wait until the led on the usb stops blinking. Removal of the usb while the led is still blinking may lead to data loss or damage to the planning file. It is recommended to use only the removable disk (usb) that is supplied with the superdimension inreach system". There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.